Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 6.0 inr and 3.4 inr on coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.